Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvement associated with this event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the roller gear was damaged, and the cutters failed testing.; however, the repair was not completed because the cutters cannot be repaired and need to be replaced by the account. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.